Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was successfully deployed in the laa and was released from the core wire. The closure device was successfully implanted in the laa of the patient. While performing a final transesophageal echocardiogram (tee) it was noted that there was a 1mm pericardial effusion that was present. No effusion was noted on tee prior to the procedure. The physician did not perform any intervention or provide any treatment to the patient. The effusion was monitored until the patient was discharged later that same day.